Manufacturer narrative:
Batch review performed on 14 december 2017. Lot 163788: (B)(4) items manufactured and released on 20 december 2016. Expiration date: 2021-11-02 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Glenosphere 39xø27 reference 04.01.0173 (k170452): lot 163803: (B)(4) items manufactured and released on 20 december 2016. Expiration date: 2021-10-10 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Humeral reverse hc liner ø39/+6mm reference reference 04.01.0124 (k170452) lot 163771: (B)(4) items manufactured and released on 20 december 2016. Expiration date: 2021-09-08 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs on 13 december 2017: dislocation of reverse shoulder arthroplasty 8 months after primary implantation. From the information received, the dislocation should be ascribed to a soft tissue deficiency. The implanted components did not mobilize nor did they fail in any way. This problem was not originated by a faulty device.

Event description:
Revision surgery was necessary due to luxation.